Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The dealer states that the upholstery is starting to tear in the bottom right side of the device.